Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb), the graphical user interface (gui) to breath delivery (bd) cable and cleaned the exhalation valve. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).